Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering confirmed that the balloon had ruptured. Applied medical has reviewed the details surrounding the event and returned product. At this time, applied medical is unable to confirm the root cause of the event. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: ni. Fuxus procedure on or. Python catheter placed in artery iliaca interna, balloon insufflated with less than 1, 6ml contrast. On x-ray balloon is visible insufflated. On the next x-ray the insufflated balloon with contrast is not visible anymore. Python catheter has been replaced by new python catheter which stays in tact. Balloon of the faulty python catheter is partially gone. Product has been used accordingly IFU. Response requested. No patient injury. Product will be returned. The patient did not have transmittable disease. No death, life-threatening illness, and injury occurred. Patient is doing fine. Patient status: no patient injury. Type of intervention: python catheter has been replaced by new python catheter which stays in tact.